Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 9 (overfill alarm) during the load process. In addition, it was reported that the customer received an inaccurate fill estimate after loading a cartridge with 250 units of insulin. Reportedly, cold insulin was being used in the cartridge. There was no impact to the customer's blood glucose level. During the call with tandem technical support, the customer was able to load a new cartridge successfully and resume insulin delivery.